Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated parathyroid hormone (ipth) results while using the architect ipth assay on the architect i2000sr analyzer. The customer indicated that the physician questioned the increase in result. The customer indicated they have a patient who generated a result of 300 a few months ago (no specific date provided or unit of measure) using the roche method. A result of 600 was generated recently using the architect assay. No other information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
On 06/05/2018; after further evaluation, the suspect medical device in question was changed from the architect i2000sr analyzer, list number 03m74, to the architect ipth assay, list number 08k25-27. Please see manufacture report number 3002809144-2018-00072 for all further information. Device evaluation will be documented in different MFR rpt number.